Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user went to a follow up appointment and affected measurements were noted. No trauma has been reported. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The recipient has been re-implanted but the device has not been received for investigation yet.

Event description:
The bilaterally implanted recipient attended a routine follow up appointment and affected measurements for the left implant were noted. No specific trauma has been reported. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user went to a follow up appointment and affected measurements were noted. No trauma has been reported. Re-implantation is considered but a date for surgery has not been made available.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The bilaterally implanted recipient attended a routine follow up appointment and affected measurements for the left implant were noted. No specific trauma has been reported. The recipient has been re-implanted.